Manufacturer narrative:
No damages or defects were found along the fluid path that would that would indicate the cannula was not inserted properly. No signs of damage or defects were found on the needle mechanism during inspection that would cause the cannula to be deployed incorrectly or not inserted properly. It cannot be conclusively determined if the cannula was not inserted properly. No blood or puss was observed on the adhesive pad. No damages or defects were found along the fluid path or the bottom housing that would contribute to skin irritation. The cause of the skin irritation could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 315 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels and experiencing skin irritation, patient realized the cannula was not properly inserted in the infusion site (leg). As treatment, pod was removed, a new pod was applied and patient's mother gave a correction. The patient's blood glucose history is as follows: bg(mg/dl), 121, 315, 200.